Manufacturer narrative:
It was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Dekopov, a.v., shabalov, v.a., tomskiy, a.a., gaevyy, i.o., salova, e.m. [Preliminary results of chronic intrathecal therapy in treatment of spastic syndromes of various etiologies]. Zhurnal voprosy neirokhirurgii imeni n. N. Burdenko. 2015;79(3):27-33. Doi: 10.17116/neiro201579327-33 summary: severe spastic para- and tetrapareses refractory to the conservative treatment and botulinum toxin therapy can be effectively managed by the method of chronic intrathecal infusion of lioresal and opioid analgesics. The objective of the present study was to evaluate the effectiveness of chronic intrathecal therapy used for treating generalized spastic syndromes of different etiology. Reported events: the pump was removed in a (B)(6) patient presenting with the spastic form of juvenile cerebral palsy (jcp). The intrathecal infusion rate was set at 100 mcg/ml within 3 days of implantation of the baclofen pump. This produced a beneficial clinical effect in the form of decreased muscle tone (from point 4 to 2) and an increased range of active and passive movements in the upper and lower extremities. On day 4, the body temperature of the patient rose to 38 degrees celsius and appearance of seroma in the pump pocket was documented. This required correction of antibacterial therapy and analysis of seroma contents to be seeded. The seeded material remained sterile for 7 days. The persistent rise in temperature aroused suspicion of meningitis. Liquor samples for analysis were taken through the catheter port and by means of lumbar puncture. The seeded material was sterile and the level of cytosis (within 90/3) p revented verification of the meningitis diagnosis. The pump was removed 2 weeks after implantation because of the persistently elevated body temperature and frequent relapses of seroma. The body temperature became normal within 2 days of removal of the pump. The seeded catheter fragments and swabs taken from the pump surface showed no signs of microflora growth; consequently, this case was regarded as an allergic reaction to the implant.